Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly powered down during a procedure, preventing users from accessing required medication. Customer did not disclose the nature of the procedure or length of the delay. A different device was brought into the operating room to carry out the procedure. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the device's battery no longer held a charge. The field service engineer ordered a replacement battery and performed preventive maintenance.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly powered down during a procedure, preventing users from accessing required medication. Customer did not disclose the nature of the procedure or length of the delay. A different device was brought into the operating room to carry out the procedure. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-jul-2021 to 20- jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was powered down on its own during cases. The field service technician replace aio ups and ssd but issue still exits, the field service engineer closed the work order, he open new one when station will be available to work on. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es unexpectedly powered down during a procedure, preventing users from accessing required medication. Customer did not disclose the nature of the procedure or length of the delay. A different device was brought into the operating room to carry out the procedure. Patient or user harm was not reported. There were no adverse events or injuries reported based on this event.